Manufacturer narrative:
(B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was water ingress into the resistive touch screen.

Event description:
The customer reported to the vyaire medical field service representative (fsr) that their vela ventilator's touchscreen was unresponsive to touch commands. At this time, it is unknown if there was any patient involvement with the reported issue.